Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported a leak on the floor during treatment. He stated that his effluent was clear. The patient did not use prophylactic antibiotics. The fluid leak occurred because the patient did not correctly clamp off his unused lines. The patient finished with manuals. The sample was discarded.